Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after a duration of approximately 8 years due to the stiffening of the valve leaflets. Operative report indicates, "(B)(4) confirmed the findings of severe prosthetic aortic valve stenosis as well as [native] mitral stenosis and mitral insufficiency...[the valve was visualized] the right and left prosthetic valve leaflets are totally frozen in the closed position. The non coronary leaflet moved but had restricted motion".

Event description:
It was learned, through the op report, that the patient had expired at the time of surgery. As per the report, after the 2800 21mm ew valve was explanted and a new edwards 3000tfx 21mm bioprosthetic valve was implanted the "echocardiography demonstrated that there was surprisingly no aortic insufficiency or periprosthetic leak." The patient was then taken off bypass with relatively good pressure until the patient's right ventricle began to dilate. As the patient went back on bypass, "there was brisk bleeding showing that there was no air there and that there had been no injury to the right coronary ostium." When the surgeon tried to take the patient off bypass again, the left ventricle began contracting vigorously and right ventricle began to dilate. After which, "a considerable number of pharmacological maneuvers were carried out." Another echocardiogram taken showed no valvular stenosis or insufficiency and no periprosthetic leaks; however, the patient's right ventricle kept dilating. The patient was pronounced at 1452 after suffering "irreversible hypotension and arrested."

Manufacturer narrative:
Evaluation: method = device requested, not yet returned. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device has been requested but not yet returned for evaluation. Bioprosthetic valve stenosis can be due to multiple factors (calcifications, (B)(6)...etc); therefore, no root cause can be determined without device evaluation.

Manufacturer narrative:
Multiple attempts have been made with the healthcare provider to obtain the device return; however, no product has been returned. Therefore, the device cannot be evaluated and the event as reported cannot be confirmed. As per the surgeon, the patient's cause of death was a result of "right ventricular failure following valve re-do surgery and bilateral valve replacement for severe stenosis of the aortic and mitral valve as well as mitral insufficiency." There has been no indication of a device malfunction. It was learned through the operative report that the patient's date of death was (B)(6) 2011.

Manufacturer narrative:
Clarification of statement on previous MDR submission, as per the operative report provided by the healthcare provider. Date of death: (B)(6) 2011. Date of event: (B)(6) 2011. Date user facility became aware of the event: (B)(6) 2011.